Event description:
It was reported that the patient¿s first implant that was done in 2008 was explanted because it wasn¿t getting capture. The patient¿s health care provider (hcp) also said that the battery may have been getting low.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(6), implanted: (B)(6) 2008, product type programmer, patient; product ID 3093-33, lot # v152636, implanted: (B)(6) 2008, product type lead. (B)(4).